Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain and had device checked. The device check showed that the sensed wave had decayed and there was high threshold and twitching. An urgent lead revision operation was performed due to dislodgement of the lead from the original position (between the tricuspid valve and the apex). The slack that had been created at the time of the implant seemed to have been stretched and pressed against the apex - it is considered to have caused perforation. Lead impedance was low and had decreased since implant. The lead was repositioned at the septum and showed no abnormal measurement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, pacing capture threshold in the rv (right ventricle) was elevated and r-wave amplitude measurement issue. On (B)(6) 2014, rv pacing impedance measured 209 ohms which is down from implant measurement of 779 ohms. Rv capture threshold is high at greater than 2.5v since (B)(6) 2014. R-wave amplitude is variable with the lowest measurement at less than 2mv. Implant measurements were greater than 12 mv.